Event description:
The customer reported to vyaire medical that the vela ventilator unit has no volumes. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr let vent run for a few minutes and saw no problems. All volumes were showing and operating normally. The vela ventilator can be returned to service.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr let vent run for a few minutes and saw no problems. All volumes were showing and operating normally. The vela ventilator can be returned to service.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has no volumes. At this time, there is no information regarding patient involvement associated with the reported event.